Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05992. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for treatment. During the procedure, after completing the ablation, the rotalink plus was attempted to be removed. Dynaglide mode was activated; however, it was observed that the rotalink plus became locked up with the rotawire and could not be removed. Both the rotalink plus and the rotawire were removed from the patient's body as a unit and the rotalink was exchanged to a 2.0mm rotalink which completed the procedure. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device noted that the wire was broken by tension overload near to the distal section 173cm from the proximal section. The distal tip of the wire was not returned. The overall length and od of the distal tip were not measured due to the device condition. Od of the middle of the device near to the broken section and proximal section of the wire were noted to be within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-05992. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for treatment. During the procedure, after completing the ablation, the rotalink plus was attempted to be removed. Dynaglide mode was activated; however, it was observed that the rotalink plus became locked up with the rotawire and could not be removed. Both the rotalink plus and the rotawire were removed from the patient's body as a unit and the rotalink was exchanged to a 2.0mm rotalink which completed the procedure. There were no patient complications reported and the patient's condition was good.